Manufacturer narrative:
Visual evaluation of the returned device revealed that one association loop is severed at the base of its dilator. There is no evidence of dilator to sleeve failure and the sheath is severed from the rest of the mesh assembly. There was no physical damage noted on the associated delivery device. The other association loop remains affixed to its delivery device in the needle slot with no evidence of dilator to sleeve failure. The sleeve is severed from the rest of the mesh assembly. The mesh assembly was not returned.

Event description:
It was reported to boston scientific corporation that an obtryx curved system was used during a sub-urethral sling procedure. According to the complainant, during the procedure, the blue dilator detached from the mesh assembly outside of the patient. The procedure was completed with another obtryx curved system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corp that an obtryx curved system was used during a sub-urethral sling procedure. According to the complainant, during the procedure, the blue dilator detached from the mesh assembly outside of the pt. The procedure was completed with another obtryx curved system. There were no pt complications and the pt's condition at the conclusion of the procedure was reported to be "fine".